Event description:
Boston scientific (bsc) crm received info that this lead was explanted, due to infection and hematoma. Implant, explant and event dates were not made available. No products have been returned.